Event description:
It was reported via repair work order that the siderail would not latch due to broken/damaged patient left locking spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.